Event description:
It was reported that the patient had their device replaced because it was turning off on its¿ own. It was also reported that the battery was replaced due to normal battery depletion. It was unclear if the patient stopped feeling stimulation or not. The patient did not report any falls or trauma. It was noted prior to replacement the battery was checked and the battery and it was at 2.5 volts. It was unknown how long the battery had been on prior to taking this reading. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was additionally reported that the patient was not getting enough relief with the stimulator because the battery was wearing down, time frame was unknown. It was a gradual change that the patient did not notice. The patient had an appointment with their health care provider (hcp) and company representative that confirmed the implantable neurostimulator (ins) battery was getting low. The battery was replaced in (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# j0357457v, implanted: (B)(6) 2004, product type: lead. Product ID: 3887-33, lot# j0357457v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was further reported that the patient was on a cycling regimen with the prior device (prior to replacement) and the patient may have been referring to that when she implied the stimulator was turning on and off. The patient was doing just fine post replacement.

Manufacturer narrative:
(B)(4).